Event description:
It was reported by the clinician that the catheter was placed in a female pt without incident. The catheter was being used for imaging with contrast media. When the imagery was finished, the catheter was removed. At which time, the catheter separated during removal and no excessive force was being applied. The retained piece was removed with the use of a snare. Traces of the use of the snare can be seen on the catheter sample.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.